Manufacturer narrative:
This product is not expected to be returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that an atrial fibrillation (af) episode recorded by this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed artifact oversensing. Technical services (ts) was consulted, and troubleshooting was recommended. Ts noted an electrode integrity issue is possible, and x-ray imaging was recommended. As per these recommendations, the patient was evaluated in clinic and troubleshooting was performed. Noise was reproducible when the patient leaned forward or when the local area field representative touched the device in the pocket. Sometimes, the noise was even observed when the patient was at rest. During automatic configuration, all vectors failed. As an electrode integrity issue was suspected, x-ray images were obtained and sent to ts for further review. In the meantime, device therapy was deactivated, and the patient was discharged with a life vest. The doctor will likely replace the system with an extravascular ICD system in the future. No adverse patient effects were reported. Additional information later received indicates the patient underwent a revision procedure, and their s-ICD system was explanted and replaced with an extravascular ICD system. The explant date was not reported and therefore is an estimate. Besides intervention, no other adverse patient effects were reported. Product return is not expected.

Event description:
It was reported that an atrial fibrillation (af) episode recorded by this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed artifact oversensing. Technical services (ts) was consulted, and troubleshooting was recommended. Ts noted an electrode integrity issue is possible, and x-ray imaging was recommended. As per these recommendations, the patient was evaluated in clinic and troubleshooting was performed. Noise was reproducible when the patient leaned forward or when the local area field representative touched the device in the pocket. Sometimes, the noise was even observed when the patient was at rest. During automatic configuration, all vectors failed. As an electrode integrity issue was suspected, x-ray images were obtained and sent to ts for further review. In the meantime, device therapy was deactivated, and the patient was discharged with a life vest. The doctor will likely replace the system with an extravascular ICD system in the future. No adverse patient effects were reported.

Manufacturer narrative:
This electrode was returned to our post market quality assurance laboratory and was thoroughly inspected and analyzed. It was noted the electrode was returned in two segments, severed approximately 140 millimeters (mm) from the terminal end, consistent with induced explant damage. Resistance testing was completed to assess electrode electrical performance. Measurements throughout this test were within normal limits. Visual inspection noted cracks on the ID tag on this electrode. Visual inspection also found outer insulation abrasion that has worn through that fractured the hv coil approximately 90 mm from the terminal end. The insulation is out of round with a shiny appearance, and the hv coils are flattened in some areas due to compression/rubbing. The insulation damage is consistent with lead-on-can abrasion. Boston scientific concluded the reported clinical observations of oversensing and noisy signals were a result of the observed insulation damage (abrasion). Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that an atrial fibrillation (af) episode recorded by this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed artifact oversensing. Technical services (ts) was consulted, and troubleshooting was recommended. Ts noted an electrode integrity issue is possible, and x-ray imaging was recommended. As per these recommendations, the patient was evaluated in clinic and troubleshooting was performed. Noise was reproducible when the patient leaned forward or when the local area field representative touched the device in the pocket. Sometimes, the noise was even observed when the patient was at rest. During automatic configuration, all vectors failed. As an electrode integrity issue was suspected, x-ray images were obtained and sent to ts for further review. In the meantime, device therapy was deactivated, and the patient was discharged with a life vest. The doctor will likely replace the system with an extravascular ICD system in the future. No adverse patient effects were reported. Additional information later received indicates the patient underwent a revision procedure, and their s-ICD system was explanted and replaced with an extravascular ICD system. The explant date was not reported and therefore is an estimate. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.